Event description:
During device recertification at zoll medical's technical service department, the device's pacer output was incorrect. When set at 20ma, device's pace test read 22.2ma, which is out of specification. There was no patient involvement in the reported malfunction.